Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was not duplicated. However, the dso seal was replaced before functional and accuracy testing conducted to confirm the full functionality of the device. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device was faulty, alarms cassette empty when not. There was unknown patient involvement and unknown patient harm/adverse event reported. During physical inspection it was found that the dso seal was damaged.